Event description:
It was reported that the iab was inserted without difficulty. As the hemostasis device was advanced, the sheath would not allow the iab to pass. As a result, the entire assembly was removed and replaced. There were no pt complications.